Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room (ER). Upon review of transmission it was noted that the patient received multiple shocks when patient experienced supraventricular tachycardia (svt) episodes, one episode of therapy escalated rhythm into ventricular tachycardia (vt)/ventricular fibrillation (vf). No intervention was performed. The patient was stable.